Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing disconnected at the drip chamber while chemotherapy was infusing. No patient harm reported. No other information provided by the customer.

Manufacturer narrative:
Concomitant medical products: 11088483; (2)spiros connectors; non-cfn secondary set, (5)curos valves, 500ml bag, dextrose 5% + 0.45%nacl, therapy date unk. The customer¿s report that the tubing separated from the drip chamber was confirmed. During visual inspection, it was noted that the vinyl tubing was completely separated from the drip chamber. Visual inspection of the separated set under magnification noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement during the manufacturing process. There were no other anomalies observed. No functional testing was performed due to the tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional testing was performed and the tubing was measured to be within specification. The root cause of the separation was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.